Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi). The device was not programmed into MRI mode. Technical support was contacted and the device was restored and reprogrammed to resolve the event. After restoring the device, the device went into bvvi mode again. No additional intervention has been performed. The patient experienced fainting.